Event description:
During a routine follow-up, high pacing lead impedance and high pacing threshold were observed. The physician suspected lead fractured. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.